Event description:
It was reported that the rotapro burr became stuck with the rotawire. The 90% stenosed target lesion was located in the severely calcified left main trunk (lmt). A 1.50mm rotapro and a rotawire were selected for use. During insertion, it was noted that the rotapro burr became stuck with the rotawire. It was not released from being stuck, and the rotapro burr was removed from the body together with the rotawire. The procedure was completed with another of the same device. There were no patient injury and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination revealed that the device returned without the rotaburr loaded on it. Therefore, no sign of jamming could be found. The body of the guidewire was bent/kinked. The kinks/bents on the body were measured from proximal to distal and the distances where the kink were found. A microscopic examination revealed that a portion of the distal end was detached.

Event description:
It was reported that the rotapro burr became stuck with the rotawire. The 90% stenosed target lesion was located in the severely calcified left main trunk (lmt). A 1.50mm rotapro and a rotawire were selected for use. During insertion, it was noted that the rotapro burr became stuck with the rotawire. It was not released from being stuck, and the rotapro burr was removed from the body together with the rotawire. The procedure was completed with another of the same device. There were no patient injury and the patient was in good condition after the procedure.